Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter¿s phone number is not provided for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during femur open reduction and internal fixation (orif) performed on (B)(6) 2018 for an unknown patient the surgeon was assembling the adolescent lateral femoral nail (alfn) when it was noted the proximal interlocks weren¿t lining up in the nail through the aiming assembly. The drill was completely missing the nail through the aiming assembly. After the case, the sales consultant inspected the devices and noted the aiming arm to be loose. The aiming arm and connecting arm had some play when fully seated due to wear and tear and the connecting arm to be chipped on the metal clips that connect to the nail. These devices were not used on the patient during the surgery. The surgeon completed the procedure by doing perfect circles. There was no reported surgical delay and no reported patient consequence. Concomitant devices reported: insertion instrument: coupling screw (part # unknown, lot # unknown, quantity 1); alfn nail (part # unknown, lot # unknown, quantity 1). This report is for one (1) radiolucent insertion handle for expert alfn/100mm. This is report 1 of 2 for complaint (B)(4).